Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the damage is likely to particles of bone cement or another hard substance trapped between the articular surface and the femoral component during the trial range of motion. The surgical technique instructs to remove excess cement and wait for the cement to completely cure before inserting the articular surface. It can be concluded that the device was likely damaged during the trial range of motion. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Dimensional analysis shows the device to be conforming to specifications. Visual examination shows gouges and scratching on the articular surface but does not appear to be pitting.

Event description:
It is reported that the poly was implanted. The doctor went through range of motion, looked at poly and noticed pitting.